Event description:
It was reported that real time electrogram shows double and triple counting; pacing impedance varies between 500-600 ohms. The lead was removed from service. No patient complications have been reported as a result of this event.